Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A nurse reported that when the surgeon turned on the laser, and the filter was in the "in" position, a system message displayed to engage the doctor's filter. When the filter was turned to the "off" position, the system allowed a laser shot to be fired. The surgeon experienced a bright flash of light and did not use the laser again. A rep from another company had "dismantled" the slit lamp to attach their own laser and possibly an adaptation unit. Once completed, the equipment was removed and the system was reset. However, the filter was found to be out of alignment by 90 degrees. Thus when it was thought to be in the "in" position, there was no filter engaged. The site indicated a company rep has since evaluated the system and confirmed this report. The filter was repositioned and the safety features were all functional. There was no harm to the surgeon or a pt. Add'l info has been requested.